Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose ranged from approximately 180 mg/dl to displaying "high" on the cgm graph. Multiple attempts were made by technical support to follow up with the customer for additional information regarding high bg, but no response was received.